Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device is currently in the process of being evaluated at the facility. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.06.00.the root cause investigation is in progress through mdq-CAPA-(B)(4).